Manufacturer narrative:
There was no patient involvement. Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 roller pump displayed an error message on the system panel during priming. The error was cleared and there were no further issues. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump displayed an error message on the system panel during priming. The error was cleared and there were no further issues. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 roller pump displayed an error message on the system panel during priming. The error was cleared and there were no further issues. There was no patient involvement. The pump was returned to sorin group (B)(4) for investigation. Visual inspection did not identify any abnormalities or defects. An nvmem readout was performed and one deviation was identified. A test run of two hours was able to reproduce the reported error. It was determined that the communication between the (B)(4) boards was being interrupted. Troubleshooting identified a metal shaving in one of the plugs. The origin of the metal shaving could not be determined. The metal shaving was removed and a 48 hour test run did not identify any further issues. The pump was returned to the customer. A review of the DHR did not identify and deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.